Event description:
It was reported that the lv lead was explanted due to an apparent lead fracture and high impedance, that had trended up to 1600 ohms since implant. No patient complications were reported as a result of this event. Further information received with the lead indicates that there was a lead fracture where the helix starts. High impedance of greater than 2500 ohms was also noted.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: helix fractured; full lead returned in segments: it was reported that the lv lead was explanted due to an apparent lead fracture and high impedance, that had trended up to 1600 ohms since implant. No patient complications were reported as a result of this event. Further information received with the lead indicates that there was a lead fracture where the helix starts. High impedance of greater than 2500 ohms was also noted. Electrical tests performed. Mechanical tests performed, visual examination, actual device involved in incident was evaluated component/subassembly failure. Electrode device was out of specification in a manner that relates to event impedance, high,lead(s), fracture of.